Event description:
On (B)(6) 2013, the patient¿s dad/reporter contacted animas on behalf of the patient alleging the animas insulin pump does not always delivery the correct amount of insulin. Animas has made several attempts to contact the reporter back for more information was unsuccessful in reaching the reporter. A letter has been sent to the reporter, requesting a call back. This complaint is being reported due to the unresolved alleged pump delivery issue. There is no report of any symptoms or treatment that would suggest a serious injury due to the product issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.